Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient reported they are having some accidents and they are worried that the "modulator isn't functioning properly" or maybe they need to change the settings. Patient provided event date as about 4 months ago (did not confirm year). Agent walked patient through how to connect with their implant to increase stimulation. Patient initially stated "it can't find it" when trying to connect to their implant. Patient stated they pressed end session and opened application again. Patient stated sometimes there are "too many signals going on at once". Patient stated they last increased stimulation "like a month ago". Reviewed therapy overview/expectations and general programming guidance. Patient stated they are afraid they are going to "like permanently zap myself, that it's always going to feel that way" (agent not clear what patient was referring to by this). Patient increased stimulation on the call and stated they were not really feeling stimulation but stated they "know it's happening". Patient continued to increase stimulation to 0.7, then reported they felt stimulation "kind of twitched a nerve" and reported feeling stimulation in their sacrum/tailbone by their butt crack so patient decreased stimulation to 0.6. Agent reviewed stimulation expectations/target area. Patient later stated feeling stimulation they guess a little bit in the bicycle seat area. Patient increased stimulation back to 0.7 and reported it was too much and they felt stimulation in their "left butt" and clarified by this they mean feeling stim near the butt crack a little over to the left. Patient stated almost at their gluteus maximus. Agent tried to clarify if patient is feeling stimulation at their implant site and patient stated yes, a little bit, but stated they don't have a lot of feeling anyways so it is difficult to tell. Patient decreased stim again to 0.6 and confirmed feeling stimulation in bicycle seat area at call closure. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.